Manufacturer narrative:
On 6-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a lasso® nav eco variable catheter and the medical team noticed a piece of scotch tape around the hub when it was removed straight out of the packaging, before the procedure. The piece of tape was midway up on the shaft of the lasso catheter. The pouch did not appear open or damaged. The tape was noted immediately upon opening in the sterile field. There was no other damage noted. The catheter was replaced and the procedure was continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device, and no foreign material was observed in the shaft, however, photos of the foreign material were received. A manufacturing record evaluation was performed for the finished device number lot 31383045l and no internal action related to the complaint was found during the review. There was a photo provided by the customer where the foreign material in the shaft was observed, issue reported by the customer was confirmed. The potential cause of the foreign material in the device could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a lasso® nav eco variable catheter and the medical team noticed a piece of scotch tape around the hub when it was removed straight out of the packaging, before the procedure. The piece of tape was midway up on the shaft of the lasso catheter. The pouch did not appear open or damaged. The tape was noted immediately upon opening in the sterile field. There was no other damage noted. The catheter was replaced and the procedure was continued.